Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, after the device was fired, they found out that the half of the staples did not fire. To resolve the issue, they quickly put a clamp on a colon and took another stapler in order to complete the case. The surgical time was extended for about more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded without a 4.8mm single use loading unit (sulu). Since the sulu was not received a pmv representative sulu was used to testing. Functionally, the instrument and representative sulu were applied to test media with proper staple formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.